Manufacturer narrative:
The customer was sent a replacement pump and was provided with cleaning instructions. During contact by a complaint handler on (B)(6) 2017, the customer indicated that she received the replacement pump and it was working great. She reported that she was diagnosed with mastitis on (B)(6) 2017, and is taking dicloxacillin once every 6 hours. The customer also mentioned that she had mastitis on approximately (B)(6) 2017, about 8 weeks after having her baby and was prescribed antibiotics at that time, but did not report it to medela. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she had a milk backup into the tubing for her pump in style breast pump. The customer also reported that she saw her doctor, who diagnosed her with mastitis and prescribed her medication.